Event description:
It was reported via repair work order that both head end side rails were damaged and did not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.